Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) and device lot number are unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was damaged. There was no patient present when this issue was identified. No additional information was provided.